Event description:
A patient fall was reported to the manufacturer when user placed a call for technical verifications relative to the product. Verifications confirmed the bed was performing to specifications. The establishment nurse call system does not discriminate the priority of signal between the calling bell and the detection system; the bed exit alarm was taken as call bell and the bed exiting resulted in a fall. There were no consequence requiring a medical intervention for the patient.